Event description:
Additional information: case wrap-up: the impella device was explanted as care is being withdrawn. Patient remains on vent and pharmacological support. The patient expired. Abiomed medical safety office review determined abiomed does not have enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation into the hemolysis and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, on the second day of impella cp support the patient began hemolyzing with pink/red urine. After the pump was repositioned, the hemolysis remained. Shortly afterward the patient was withdrawn from support. Data log analysis confirmed positioning issues and a low placement signal trend. The most likely cause of the hemolysis was improper positioning. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ additional information b5. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿

Event description:
The us complainant reported that while on impella cp support, the 42-year-old patient was hemolyzing. The doctor therefore repositioned the impella, withdrawing it 2 cm. It is unknown if repositioning would have resolved the condition as the pump was explanted the following day.